Event description:
A 67-year-old female with a previously implanted 21-mm trifecta valve via savr (2017), which failed due to aortic stenosis (as) and aortic regurgitation (ar). The patient successfully underwent dual leaflets splitting using the shortcut device. The team noted that patient was in a-fib during the procedure, the procedure was completed successfully, without any events during the process. Three days later, the td representative who had been present during the procedure was informed that 10 hours post-procedure, the patient developed stroke during post-operative recovery and that the patient is recovering from the stroke. No additional information was provided.

Manufacturer narrative:
Multiple attempts were made to obtain additional clinical information from the hospital site regarding the reported stroke; however, these attempts were unsuccessful. The only information received was that the patient is recovering from the stroke. Due to the absence of detailed patient medical history, baseline risk factors, and information regarding the timing of symptom onset, it is not possible to determine the etiology of the event. As a result, a causal relationship to the shortcut device and/or the associated procedure cannot be ruled out.